Event description:
A valiant stent graft system was attempted to be implanted in the patient for the endovascular treatment of a 45 mm in diameter thoracic aortic aneurysm. The proximal aortic neck measured 30 mm in diameter and had 30 degrees of angulation. There was severe vessel tortuosity in the thoracic aorta and mild calcification in the thoracic aorta. It was reported that during the index procedure the valiant stent graft had positioning difficulty and was unable to be advanced past another manufacturer¿s previously implanted y-graft. Several attempts were made to advance the stent graft and resulted in the delivery system deforming into a right angle. The physician elected to use another manufacturer¿s 22 fr sheath in order to deliver the device but was unsuccessful. It was noted that the distal side of the right external iliac artery was damaged. Additionally, the proximal side of the right external iliac artery where another manufacturer¿s 16x10x70 stent graft was previously implanted was damaged due to the positioning difficulty. The physician elected to perform open surgery, implanted a synthetic graft, and the event was resolved. Per the physician the cause of the vessel damage was due to pushing strongly on the delivery system during the attempt to position the device to the intended location where the y-graft was implanted. The y-graft and the synthetic graft were bent causing the positioning difficulty. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.